Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient saw low readings on her dexcom app. The dexcom reading was 90 mg/dl and then dropped to 50 mg/dl. No fingerpicking was done. The patient was sick to her stomach, and she went to the ER at 2am on (B)(6) 2026. The nurse at the ER took a bg which was 104 mg/dl. The patient was treated with medication through IV, iopamidol for uti, triadol for pain, sufran for nausea, IV insulin "because of her dexcom wrong readings." No information why this was provided with euglycemic bg values. The patient received a prescription for oral antibiotic, ceftriaxone 500 mg. The patient was discharged in the morning on (B)(6) 2026 at 8:24 am. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.